Event description:
It was reported that the patient presented for follow up with pectoral muscle simulation. A chest x-ray was unremarkable. The patient was scheduled for revision, and the lead was capped and replaced on (B)(6) 2023. The patient was stable.